Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
Biopatch was removed, and wound was dressed. Skin has now healed completely. It was reported "pediatric intensive care unit ward has been using biopatch for about 4 years and are very pleased with the product. They understand that maybe one child could have an adverse reaction; however, 6 children is too many for them, and they are finding it difficult to understand. At first they thought that the product had been changed and more chlorhexidine added; however, it is clearly stated that this is not the case. Only the name biopatch on the topside has been added in the last year. Additional info has been requested numerous times by integra.